Event description:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("device protruding/ essure device was protruding from my fallopian tube") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of asthma (borderline asthma as needed) in 2017, spina bifida ((hc code) "occutie") and meningitis in 2013, carpal tunnel syndrome in 2012, low back pain and heart murmur in 2005 and body mass index normal, shortness of breath, mitral valve prolapse, muscle spasm, anemia, parity 3, multi gravida, hysteroscopy and bleeding breakthrough. After informed consent was obtained, the patient was taken to the operating room where anesthesia was found to be adequate. She was then prepped and draped in the normal sterile fashion, in the dorsal lithotomy position. A heavy weighted speculum was applied to the posterior vaginal wall and a sims retractor placed on the anterior vaginal wall. An allis clamp was applied to the anterior lip of the cervix. The intrauterine cavity was carefully sounded with measurement as above. The cervical os was progressively dilated using hank dilators until could easily accommodate a #18 dilator. A hysteroscope was then carefully introduced into the uterine cavity revealing findings as aforementioned. The hysteroscope was removed with no bleeding noted from the cervical os. All remaining instruments were then also removed. The patient tolerated the procedure well. Sponge and instrument counts were correct x2. The patient was transferred to the pacu in stable condition. The planned novasure endometrial ablation was not performed due to the encountered protruding essure micro-insert and associated risk of thermal injury to the right fallopian tube. The patient and spouse were notified of the above. Previously administered products included: depo provera and tramadol. Past adverse reactions to the above products included: itching with tramadol. On (B)(6) 2018 she experienced fallopian tube perforation (seriousness criterion intervention required), genital haemorrhage ("heavy bleeding") and pelvic pain ("pain/ continuous pain/ pelvic pain"). On (B)(6) 2018 she experienced abnormal uterine bleeding ("dysfunctional uterine bleeding/ female with abnormal uterine bleeding"). In 2023 she experienced headache ("headache"). Essure was removed on (B)(6) 2024. On an unknown date, the patient had essure inserted. On unknown dates she experienced anaemia ("leading to severe anemia"), general physical health deterioration ("despite my best efforts to manage these symptoms, my health deteriorated/ the severe health complications"), intermenstrual bleeding ("breakthrough bleeding"), adenomyosis ("uterine adenomyosis"), dysmenorrhoea ("dysmenorrhea") and uterine disorder ("lesions suspicions for endometriosis in left and right uterosacral ligaments"). The patient was treated with surgery (robotic assisted total hysterectomy, bilateral salpingectomy, cystoscopy, possible laparotomy). On (B)(6) 2024, the fallopian tube perforation, genital haemorrhage and pelvic pain had resolved. No causality assessment was received for essure with regard to genital haemorrhage, pelvic pain, fallopian tube perforation, anaemia, general physical health deterioration, intermenstrual bleeding, abnormal uterine bleeding, adenomyosis, dysmenorrhoea, uterine disorder or headache. The reporter commented: expiry date of essure: unknown other products: no product lot number: unknown discrepancy noted in start date of drug: on (B)(6) 2019 in 2018, during an ablation procedure, my healthcare provider discovered that the essure device was protruding from my fallopian tube. The severe health complications I have suffered as a result of the essure device, which ultimately led to my undergoing a hysterectomy. Unfortunately, due to my imminent move to another state, I could not undergo the surgery immediately. Subsequently, the onset of the covid-19 pandemic and the associated financial strain delayed the procedure further, as I could not afford to be on short-term disability. Despite my best efforts to manage these symptoms, my health deteriorated to the point where a hysterectomy became unavoidable. This surgery, performed recently, was a direct consequence of the failure of the essure device. I have actively sought legal representation to pursue my claim; however, I have encountered difficulties as lawyers are currently not taking on new essure-related cases. Despite this, I firmly believe I should not be denied the compensation I am entitled to due to these circumstances. I have supporting documentation and evidence to substantiate my claims, which I am willing to provide upon request. A portion of an essure micro-insert was visualized protruding from the right tubal ostium into the endometrial cavity. The endometrial cavity was otherwise normal-appearing. No focal lesions were identified. A normal endocervical canal was visualized hysteroscopically. The intrauterine cavity was sounded to 6.5 cm. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.888 kg/sqm. [Computerised tomogram pelvis] on (B)(6) 2009: lmp: (B)(6) 2018. Findings:uterus is retroverted and heterogeneous in echotexture measuring 5 x 5 x 8 cm without demonstrated leiomyoma. Endocervix is suboptimally visualized. Suggestion of uterine adenomyosis. Endometrial stripe is heterogeneous measuring 7 mm without abnormal vascularity, indistinct endometrial margins. Ovaries are grossly normal in configuration and size with physiologic follicles. Normal color flow with detectable arterial and venous waveform on spectral doppler from both ovaries. Right ovary measures 2 x 2 x 2 cm. Left ovary measures 2 x 3 x 3 cm. Trace pelvic free fluid within physiologic limits. Consider MRI if clinically warranted. Impression: possible uterine adenomyosis. Limited study with indistinct endometrial stripe. Consider pelvic MRI if clinically warranted. [Histology] (date unknown): surgical findings: 1. An 8 week gestation size uterus. 2. Normal ovaries and fallopian tubes bilaterally. 3. Lesions suspicions for endometriosis in left and right uterosacral ligaments, left broad ligament, right pelvic sidewall, anterior cui de sac right hemidiaphragm: no evidence of endometriosis left hemidiaphragm: no evidence of endometriosis liver edge: no evidence of endometriosis stomach edge: no evidence of endometriosis large intestines: no evidence of endometriosis small intestines: no evidence of endometriosis appendix: no evidence of endometriosis left ovary: normal, no evidence of endometriosis left fallopian tube: normal, no evidence of endometriosis vaginal cuff: no evidence of endometriosis right ovary: normal, no evidence of endometriosis right fallopian tube: normal, no evidence of endometriosis right pelvic sidewall: evidence of superficial endometriosis right uterosacral ligament: evidence of endometriosis nodule and superficial endometriosis left pelvic sidewall: no evidence of endometriosis left uterosacral ligament: evidence of endometriosis in 2 areas posterior cui de sac: no evidence of endometriosis bladder peritoneum/anterior cui de sac: superficial lesions suspicious for endom~~'( left broad ligament: evidence of superficial endometriosis [physical examination] (date unknown): blood pressure 132/86, pulse 93, temperature 98.5 of (36.9 "c), temperature source oral, resp. Rate 14, height 162.6 cm (5' 4"), weight 65.8 kg (145ib), sp02 98%. [Spinal laminectomy] in 2005: low back pain [ultrasound scan vagina] on (B)(6) 2018: reason for exam (us transvaginal non-ob) n93.9 (us pelvis comp wltransvag if indicated) n93.9 report clinical history: dysfunctional uterine bleeding hcp reported intervention required for the event heavy bleeding and pain, unspecified, no serious circumstance was reported. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("device protruding/ essure device was protruding from my fallopian tube"), genital haemorrhage ("heavy bleeding") and pelvic pain ("pain/ continuous pain/ pelvic pain") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of asthma (borderline asthma as needed) in 2017, spina bifida ((hc code) "occutie") and meningitis in 2013, carpal tunnel syndrome in 2012, low back pain and heart murmur in 2005 and body mass index normal, shortness of breath, mitral valve prolapse, muscle spasm, anemia, parity 3, multi gravida, hysteroscopy and bleeding breakthrough. After informed consent was obtained, the patient was taken to the operating room where anesthesia was found to be adequate. She was then prepped and draped in the normal sterile fashion, in the dorsal lithotomy position. A heavy weighted speculum was applied to the posterior vaginal wall and a sims retractor placed on the anterior vaginal wall. An allis clamp was applied to the anterior lip of the cervix. The intrauterine cavity was carefully sounded with measurement as above. The cervical os was progressively dilated using hank dilators until could easily accommodate a # 18 dilator. A hysteroscope was then carefully introduced into the uterine cavity revealing findings as aforementioned. The hysteroscope was removed with no bleeding noted from the cervical os. All remaining instruments were then also removed. The patient tolerated the procedure well. Sponge and instrument counts were correct x2. The patient was transferred to the pacu in stable condition. The planned novasure endometrial ablation was not performed due to the encountered protruding essure micro-insert and associated risk of thermal injury to the right fallopian tube. The patient and spouse were notified of the above. Previously administered products included: depo provera and tramadol. Past adverse reactions to the above products included: itching with tramadol. On 02-jan-2018 she experienced fallopian tube perforation (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required) and pelvic pain (seriousness criterion intervention required). On 01-mar-2018 she experienced abnormal uterine bleeding ("dysfunctional uterine bleeding/ female with abnormal uterine bleeding"). In 2023 she experienced headache ("headache"). Essure was removed on (B)(6) 2024. On an unknown date, the patient had essure inserted. On unknown dates she experienced anaemia ("leading to severe anemia"), general physical health deterioration ("despite my best efforts to manage these symptoms, my health deteriorated/ the severe health complications"), intermenstrual bleeding ("breakthrough bleeding"), adenomyosis ("uterine adenomyosis"), dysmenorrhoea ("dysmenorrhea") and endometriosis ("lesions suspicions for endometriosis in left and right uterosacral ligaments"). The patient was treated with surgery (robotic assisted total hysterectomy, bilateral salpingectomy, cystoscopy, possible laparotomy). On 07-feb-2024, the fallopian tube perforation, genital haemorrhage and pelvic pain had resolved. No causality assessment was received for essure with regard to genital haemorrhage, pelvic pain, fallopian tube perforation, anaemia, general physical health deterioration, intermenstrual bleeding, abnormal uterine bleeding, adenomyosis, dysmenorrhoea, endometriosis or headache. The reporter commented: expiry date of essure: unknown other products: no product lot number: unknown discrepancy noted in start date of drug: 19-apr-2019 in 2018, during an ablation procedure, my healthcare provider discovered that the essure device was protruding from my fallopian tube. The severe health complications I have suffered as a result of the essure device, which ultimately led to my undergoing a hysterectomy. Unfortunately, due to my imminent move to another state, I could not undergo the surgery immediately. Subsequently, the onset of the covid-19 pandemic and the associated financial strain delayed the procedure further, as I could not afford to be on short-term disability. Despite my best efforts to manage these symptoms, my health deteriorated to the point where a hysterectomy became unavoidable. This surgery, performed recently, was a direct consequence of the failure of the essure device. I have actively sought legal representation to pursue my claim; however, I have encountered difficulties as lawyers are currently not taking on new essure-related cases. Despite this, I firmly believe I should not be denied the compensation I am entitled to due to these circumstances. I have supporting documentation and evidence to substantiate my claims, which I am willing to provide upon request. A portion of an essure micro-insert was visualized protruding from the right tubal ostium into the endometrial cavity. The endometrial cavity was otherwise normal-appearing. No focal lesions were identified. A normal endocervical canal was visualized hysteroscopically. The intrauterine cavity was sounded to 6.5 cm. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.888 kg/sqm. [Computerised tomogram pelvis] on 22-dec-2009: lmp: 02/30/2018. Findings:uterus is retroverted and heterogeneous in echotexture measuring 5 x 5 x 8 cm without demonstrated leiomyoma. Endocervix is suboptimally visualized. Suggestion of uterine adenomyosis. Endometrial stripe is heterogeneous measuring 7 mm without abnormal vascularity, indistinct endometrial margins. Ovaries are grossly normal in configuration and size with physiologic follicles. Normal color flow with detectable arterial and venous waveform on spectral doppler from both ovaries. Right ovary measures 2 x 2 x 2 cm. Left ovary measures 2 x 3 x 3 cm. Trace pelvic free fluid within physiologic limits. Consider MRI if clinically warranted. Impression: possible uterine adenomyosis. Limited study with indistinct endometrial stripe. Consider pelvic MRI if clinically warranted. [Histology] (date unknown): surgical findings: 1. An 8 week gestation size uterus. 2. Normal ovaries and fallopian tubes bilaterally. 3. Lesions suspicions for endometriosis in left and right uterosacral ligaments, left broad ligament, right pelvic sidewall, anterior cui de sac right hemidiaphragm: no evidence of endometriosis left hemidiaphragm: no evidence of endometriosis liver edge: no evidence of endometriosis stomach edge: no evidence of endometriosis large intestines: no evidence of endometriosis small intestines: no evidence of endometriosis appendix: no evidence of endometriosis left ovary: normal, no evidence of endometriosis left fallopian tube: normal, no evidence of endometriosis vaginal cuff: no evidence of endometriosis right ovary: normal, no evidence of endometriosis right fallopian tube: normal, no evidence of endometriosis right pelvic sidewall: evidence of superficial endometriosis right uterosacral ligament: evidence of endometriosis nodule and superficial endometriosis left pelvic sidewall: no evidence of endometriosis left uterosacral ligament: evidence of endometriosis in 2 areas posterior cui de sac: no evidence of endometriosis bladder peritoneum/anterior cui de sac: superficial lesions suspicious for endom~~'( left broad ligament: evidence of superficial endometriosis [physical examination] (date unknown): blood pressure 132/86, pulse 93, temperature 98.5 of (36.9 "c), temperature source oral, resp. Rate 14, height 162.6 cm (5' 4"), weight 65.8 kg (145ib), sp02 98%. [Spinal laminectomy] in 2005: low back pain [ultrasound scan vagina] on 01-mar-2018: reason for exam (us transvaginal non-ob) n93.9 (us pelvis comp wltransvag if indicated) n93.9 report clinical history: dysfunctional uterine bleeding hcp reported intervention required for the event heavy bleeding and pain, unspecified, no serious circumstance was reported. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-jun-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.